Event description:
It was reported that the patient exhibited symptoms of congestive heart failure (chf) resulting from atrial lead not sensing and not properly pacing. It was noted there was high impedance, noise and possible fracture on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and noted that the proximal conductor was fractured at the 1st rib/clavicle location and that the outer insulation was cut and breached at the same location. Analysis also noted blood on the proximal and distal conductor of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: (B)(4)implantable pacing lead (B)(6) 2011. (B)(4).